Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the left ventricular lead was stuck at the distal end of a catheter and was unable to advance. The physician removed and replaced the lead and was able to position adequately. The patient was stable.